Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide:  model: ust400,  17845-5a-aw rev b 09/17. Changing your pod:   chapter 3 / pages 33;  warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was activating a pod when the needle guard was removed the cannula had deployed early. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. The downloaded data showed that the device ran 47 first prime pulses and was deactivated at 380 pulses. No evidence was found that would result in the needle mechanism deploying early; a root cause for the reported event could not be determined. The download data returned an 0x6a alarm, however, the root cause for this alarm could not be determined. The exposed portion of the soft cannula was found bent and stretched, however, it cannot be confirmed when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.